Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7081960.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components will not be returned as they were kept by the facility.